Manufacturer narrative:
The company representative replaced the server. The system was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while central station was in use monitoring pts along with telepacks and passport 2 monitors at the bedside, the central experienced intermittent episodes of dropout on all channels over a 2-4 hours period. No pt injury was reported.